Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5 and provides necessary actions to take until their software upgrade has been completed.

Event description:
The customer observed that the acid bulk solution that was placed on the instrument on (B)(6) 2021 was not dispensing on the architect c4000 analyzer. The customer did not observe any error messages as a result of the issue, and was not experiencing any issues with quality controls or samples. The customer tightened the 1 ml syringe on the left side, which was noted to be loose and not properly connected. The customer did not observe any further issues. There was no patient involvement and no reported impact to patient management or user safety.